Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Olympus australian clinical labs provided the following results of the culture test, performed at the third-party. Sampling date: (B)(6) 2025, sampling from: air/water channel, suction channel, flushing's and brushings, cfu: <1cfu, bacterial identification: n/a. The device was returned to olympus for inspection. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that, during maintenance, the colonovideoscope tested positive for >15 colony forming unit (cfu) of escherichia coli. The sampling site was not provided. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.